Event description:
It was reported that the patient experienced pericardial effusion. During a pulse field ablation (pfa) procedure a farawave nav catheter was used. The transseptal puncture (tsp) was performed with the versacross connect for faradrive about mid accessory pathway (ap) and mid/anterior. Ablation was performed to the four pulmonary veins with the farawave catheter. Intracardiac echocardiography (ice) was performed after the tsp and at the end of the procedure, and there was no pericardial effusion noted on ice during those checks. The procedure was completed successfully. About five hours post-procedure and prior to patient discharge the patient was taken to have a pericardial effusion drain performed. The patient was hospitalized afterwards but is expected to fully recover from the complication.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. When any further relevant information is obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.